Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the electrogram showed a wide complex tachycardia at approximately 210 beats per minute (bpm). The rate cutoff in the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to 200 bpm. It was noted no therapy was given and no episodes were stored. The clinician noted the patient was hemo-dynamically stable but questioned why there was no episode or therapy given. Boston scientific technical services (ts) discussed possible reasons that this could occur which included potential undersensing, that the four r to r rate average was below 200 bpm or the qrs was narrow and/or matches the template thus therapy would be withheld. The field representative is attempting to obtain further information from the clinic. The s-ICD remains in service and no adverse patient effects were reported.